Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Litigation papers allege: inability to bear weight or her right extremity; severe pain and suffering in her hip and lower right extremity; increased heavy metals in the blood and upon information and belief resulting tissue damage; an inability to walk more than short distances; medical expenses; past, present and future pain and suffering including impairment to movement and function; past, present and future lost wages, past, present and future emotional distress and past, present and future hedonic damages.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.